Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that there was a possible lead breakage. The lead was replaced; impedances were over 4000 ohms on all measurements. There was no pt injury. Add'l info has been requested, but was not available as of the date of this report.